Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 400 mg/dl and diabetic ketoacidosis (dka). The customer went to the emergency room (ER). While in the ER, the customer was treated with fluids and medication for dka. Customer left the ER the same day with bg of 334 mg/dl and reverted to manual injections for insulin therapy.